Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error. This event occurred in poland.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It indicated that the loss of navigational integrity was due to merge shifting and a drb shift. The accepted registration contained merge shifting in the verified levels as well as the unverified levels . The preoperative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. It was noted that the acquired ap images contained little detail of the anatomical landmarks of interest due to the low level of contrast in the images as well as the presence of shadows and other artifacts which may have made it more difficult for the system to accurately register the patient. The merge was unable to be made clinically acceptable on an in-house development system due to the imaging that was available in the case. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. After proceeding to the navigate page, the user was presented with a warning stating that the surveillance marker (sm) or dynamic reference base (drb) had shifted. The user correctly paired the sm to the drb before the acquisition of any imaging and it properly alerted the user to a potential drb shift. . The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user correctly checked anatomical landmarks and found shift had occurred. The user opted to abort the use of excelsiusgps and perform the procedure via traditional methods. No adverse effect to the patient was reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.